Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a farawave non nav procedure to treat a persistent atrial fibrillation, a farawave catheter was selected for use. Upon opening the device package, the handle of catheter had some material that reportedly looked like dried soap on it. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The dev ice is expected to return for laboratory analysis.

Event description:
It was reported that for a farawave non-nav procedure to treat a persistent atrial fibrillation, a farawave catheter was selected for use. Upon opening the device package, the handle of catheter had some material that reportedly looked like dried soap on it. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: upon device return and inspection, it was observed that there were some white marks / spots in the catheter handle. An image provided shows the handle with white marks. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of foreign material is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the available information, boston scientific concluded the cause of quality control deficiency was selected based on the identification of white marks/spots in the handle section of the catheter. While no physical breakage or structural damage was observed, the presence of these surface anomalies constitutes a cosmetic defect damage in the handle that impacts product quality.